Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct the aware date in initial medical report from february 28, 2019 to february 22, 2019. The subject device has not been returned to olympus medical systems corp. But was returned to olympus europe (oekg). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. After the additional test, oekg evaluated the subject device. The evaluation confirmed a damage around the instrument channel outlet in the distal end cover, kinks in the insertion tube and a peeling of the insertion tube coating. The exact cause could not be determined.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing tests at the facility, the subject device repeatedly tested positive for following bacteria despite of repeated reprocessing. On (B)(6) 2019: stenotrophomonas maltophilia, on (B)(6) 2019: staphylococcus epidermidis, on (B)(6) 2019: stenotrophomonas maltophilia, on (B)(6) 2019: stenotrophomonas maltophilia, on (B)(6) 2019: stenotrophomonas maltophilia. The culturing test conducted on (B)(6) 2019 indicated no microbial growth for the subject device. The subject device had been brushed using an olympus cleaning brush (bw-15b, mh-507) and disinfected using an olympus automated endoscope reprocessor model mini etd 2(not available in the USA) with glutaraldehyde. There was no report of patient infection associated with the event.